Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin and delaying a supply change, compounded by consumption of a drink with more sugar than anticipated, while using a contact detach infusion set; the user was described as very quiet and easily confused, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included user support focused on supply change timing, infusion set management, and carbohydrate intake education. Investigation of this case revealed that the event was consistent with user-related factors, including depleted insulin supply and higher-than-expected carbohydrate intake, with no evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but most consistent with use-related factors and circumstances surrounding insulin availability and meal content. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.